Event description:
A pt had a distaflo graft implanted as a left femoral-tibial bypass in 1999. Pt history included adult onset diabetes, current smoker, congestive heart failure, peripheral vascular disease, hyperlipidemia. Pt had a previous right below-the-knee amputation and a below-knee fenoral-tibial bypass. Pt had a thrombectomy on the distaflo graft on 2/28/99, 3/20/99 and 3/28/99. All restoring patency. On 4/6/99. The distaflo graft occluded and bypassed by a left femoral to anterior tibial bypass with a spliced vein graft. This was reported as an adverse event and not a complaint.